Event description:
Follow up with the physician found that the programming system used to freeze on random screens. In other words, not one particular screen. However, ever since the upgrade to 8.1, the physician has not experienced the problem. This might also be due to the fact that he now keeps the device charged when it's not in use. As these two changes have been implemented at the same time, it's difficult to conclude which one of the two fixed the problem.

Event description:
It was reported that the physician's handheld freezes after periods of inactivity. A hard reset is required to get past the frozen screen. It was reported that the physician should leave the handheld plugged in when not in use. No further information was provided.